Event description:
Customer sent e-mail to baxter sales rep reporting an issue with product code 2m9050. Customer reports the posiflow valve sticks and causes the line to back up and the pump to alarm. This problem occurs when the nurses are attempting to access the line to draw blood or to flush the line. No pt injury has been reported at this time.